Manufacturer narrative:
(B)(4). Additional information: the sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned without the distal luer portion to baxter for evaluation. Visual inspection identified broken tubing at the junction of the distal luer post. Visual inspection confirmed the reported leak. The cause of the broken tubing could not be determined. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. A follow-up report will be filed upon completion of the evaluation or if other additional relevant information becomes available. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Event description:
Baxter (B)(4) received a report of an intermate that had a severed line. The patient was in bed and found that blood had been pulled back in to the line. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.